Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three instruments. The instruments were received partially applied with several remaining clips. Functional testing confirmed the clips were not advancing in the clip track. The device was disassembled, and dents were noted on the follower component. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. A component was damaged during the assembly process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroidectomy, while clipping a small bleeder, the device successfully clipped the vessel but the jaws did not open again spontaneously. The surgeon needed to push the handles back into position in order to release the clip from the jaw and the instrument from the tissue. Surgeon used 2 additional clip applier in the case. With one of the devices the clip would not load into the jaw of the instrument so was unable to be used. With the next instrument a few closures of the jaw were required in order to load a clip into the jaws. Additional devices were used to complete the case. There was no patient injury.